Event description:
The customer reportedly obtained a 456 mg/dl and 118 mg/dl on the accuchek active s system within a ten minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.